Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. As the patient is pacer dependent the physician elected to cap and replace the lead. No patient complications have been reported as a result of this event.